Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 had failed and not detected on the bus. The customer stated that they had to access the medications from another station and pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) noted that the main drawer six was not working correctly and removed the back cover. There were no lights on either of the boards, so both the controller board and the drawer controller board were replaced and configured in storage space configuration. The system was tested in hardware test application. The customer also logged in and inventoried the drawer. The station was confirmed to be working as designed. The system functioned as intended after the field service engineer repaired the device.